Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a pump was explanted due to underinfusion volume discrepancies. According to the pump managing doctor, the patient experienced two volume discrepancies. The patient had also alleged an increase in pain, leading to a dye study being performed. During the dye study, it was observed that the fav valve was shut. Efforts to reset the valve were unsuccessful, and it was suspected that the use of incorrect contrast may have caused the fav to remain closed despite the attempt to reset the valve. Imaging was performed three weeks after the initial dye study and the contrast was still detected in the cap port.

Event description:
Additional communication confirmed that for one of the underinfusion volume discrepancies, the expected volume was 5.7ml, and the actual aspirated volume was 17ml.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with this pump. Internal complaint number: (B)(4).